Event description:
Boston scientific received information that this atrial lead had increased thresholds and had become dislodged. As a result, this lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Investigation is complete to date. Should additional information become available this event will be updated.